Manufacturer narrative:
Product event summary: analysis confirmed the reported event. Main printed circuit board (pcb) assembly found out of electrical specification. Analysis also found the upper case, lower case, and side bail covers are broken. The lead flex cover found corroded. Further analysis was performed on the main pcb. This analysis found that a capacitor component failure caused the device battery removal test failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the epg (external pulse generator) immediately shuts off when battery drawer is opened. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.